Event description:
It was reported that a user experienced a dexcom g7 pairing failure with the ilet, during which the cgm menu displayed ¿replace or stop sensor,¿ and after navigating back to the main screen the glucose readings appeared and pairing function resumed. Symptoms included transient hyperglycemia, with a reported peak of 278 mg/dl and approximately 45 minutes above 180 mg/dl, without alerts persisting over 90 minutes, without ketone testing, and without need for medical assistance. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy. Investigation included troubleshooting and user education performed by support, confirming the correct cgm code and restoration of data display without hardware changes. Investigation of this case revealed a temporary communication or integration issue limited to pairing between the dexcom g7 and the ilet that self-resolved once the system refreshed, with no device alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and transient connectivity behavior consistent with device communication timing rather than device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.